Event description:
It was reported that a patient experienced a cardiac perforation. During a procedure, a cardiac perforation was noted. When maneuvering a non boston scientific catheter from the anterior wall of the left atrium to the left veins, as the left anterior carina was approached, the catheter pushed into a diverticulum/pocket just inferior to the appendage. This structure was observed on the CT scan after the procedure. The catheter paddle pushed through the perforation and collected model geometry in the pericardial space. The physician does not allege the catheter to be the cause of the perforation. A faradrive sheath was used and is alleged to be the cause of the perforation as effusion was noted after the transseptal puncture. As the catheter was able to collect geography in the pericardial space, the pericardial effusion was checked with ice. The paddle also is unlikely to perforate and upon review, the paddle entered first, not the shaft. This led the physician to believe that the catheter was not the cause of the perforation. There was no visible damage noted to the catheter. No device issues were reported. No more information was provided. Its unknown if the device will return for laboratory analysis.